Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An executive territory manager reported a patient experienced an issue with a CT w/8fr detached poly cath w/vi smartport. The patient began experiencing redness and fullness at the port site on her 3rd treatment, and it became much worse following her 5th treatment. It was then decided to discontinue use of the port at that time and the port was removed on (B)(6) 2025. The patient reported that at the time of the removal, the port was encapsulated. The patient did not experience any harm as a result of this incident. Despite multiple attempts to obtain additional details, it has not been confirmed if the patient experienced an infection.